Event description:
It was reported that the physician placed an atrial lead in the device port, screwed down lead and lead did not seem completely engaged. The physician then unscrewed the setscrew and pulled lead out of the header. The lead was then re-engaged in the atrial port an the physician tried to screw in atrial port setscrew for the second time. The screwdriver would not engage to screw down and tighten lead. A new wrench was then attempted but was unsuccessful as well. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).